Event description:
It was reported that on two occasions post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion being treated was locted in the non-calcified, non-tortuous mid left anterior descending (lad) artery. The physician predilated with a 2.0x15mm maverick2 balloon, inflated to 14 atms for 20 seconds and a 2.5x30 mm maverick2 balloon, inflated to 12 atms for 20 seconds. The 2.75x32mm taxus liberte drug elugting stent was placed, inflating the stent balloon to 13 atms for 10 seconds. The stent was not post dilated. The stent was well apposed. The patient received aspirin and reopro pre procedure, aspirin, heparin, and reopro during the procedure, and plavix and integrilin post procedure. Patient status was "ok". Two days post the original procedure the pt presented with acute coronary syndrome with st elevation. The pt was brought back to the ccl where a thrombosis was found within the stent. The thrombosis was treated with a 2.5x15mm maverick2 balloon, inflated twice for 30 seconds and a 3.0x30mm maverick2 balloon, inflated twick for 1 minute. The patient had been compliant with his medications. Six days post the original procedure the pt presented with acute coronary syndrome with st elevation. The patient was brought back to the ccl where a thrombosis was found within the stent. The thrombosis was treated with a 2.5x20mm sprinter balloon. The final results was good. No additional patient complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluationa; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.